Event description:
During cardiac cath procedure, catheter was inserted over wire by md. The catheter met resistance and could not be advanced. Md report states that the wire curled and then began unraveling while the attempt was made to withdraw leaving a small fragment of wire exiting from the groin into the artery. The pt went to surgery for removal of the fragment without complications. The pt stayed one day for monitoring and will return to have the originally planned cardiac catheter procedure completed. Dates of use: 2008. Diagnosis or reason for use: cardiac catheterization. Event abated after use stopped or dose reduced: yes.